Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced difficulty attaching the connect adaptor to the tubing during a supply change, describing an unusual fit and an inability to observe drops during the initial fill with the first infusion set; the user discarded that set at approximately 40 units during fill tubing and successfully achieved drops after switching to a new set, with no external leakage observed and blood glucose unaffected. Symptoms included no adverse clinical effects. Outcomes included no impact on glycemic control and no need for medical attention. Investigation included user troubleshooting and education. Investigation of this case revealed a connector fit/attachment issue associated with the infusion set/connect adaptor, which resolved with replacement components and did not recur. It was concluded, based on previously established findings for similar reports, that the cause was probable user-device interface or component mismatch during connection.